Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6), e3 is unknown (initially it is submitted as "other healthcare professional")). It was reported that the cardiosave intra-aortic balloon pump (iabp) had customer facility ac wall outlet failure. There was no patient involvement and no harm reported. Getinge field service engineer (fse) confirmed problem stated by customer, unit would not show ac power. Getinge field service engineer (fse) inspected the unit and found the power cord to be out of place and blocking the console from making a full connection to the cart thus not allowing for ac power to be transmitted to the pump. He fixed the power cord back in its reel and was able to connect the console to cart and verified ac power of unit. Completed a full preventive maintenance check unit passed all test and calibrations and is now ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit doesn't convert to ac power when plugged. There was no patient involvement reported .